Event description:
It was reported that the bd alaris smartsite pump infusion set had flow issues. The following information was provided by the initial reporter: we had one of our pump infusion burette sets with an issue yesterday. Ref # (B)(4). Lot # 26035837. It sounds like the vent did not work and pressurized the protamine going into the patient causing a fast drop in bp and various other issues. They tested another set from the same workroom, and there were no issues found. We are hoping it was an isolated issue, but anesthesia has raised some concerns about this product.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2441-0007 and lot# 26035837 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2026 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.